Event description:
The patient experienced a hypoglycemic event. When family member tried to awake patient for school patient was unresponsive. Family member then used the suspect device to check pt's blood glucose and obtained a result of 168 mg/dl. Emergency medical technician's then treated patient for hypoglycemia. The night before the event, patient's glucose was 296 mg/dl on the suspect device and patient was given their meds. Glucose controls were used on the test strips and the controls were out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.